Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in progress. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device had a bent drive shaft. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.